Manufacturer narrative:
November 19, 2015 11:54 am (gmt-5:00) added by (B)(6): more information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the afgo (additional fresh gas outlet) test failed during system check-out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
(B)(4). The anesthesia workstation was investigated by our company field service engineer (fse) at the hospital and the cause for the reported failure of the internal leakage sub-test of the system check-outs tests was found at the fresh gas safety valve membrane which, was found to be dirty and no longer making a proper seal. It was also noticed that the fresh gas safety valve actuator moved slowly and would, on occasion, not extend all of the way. The valve membrane was cleaned and grease was applied to the piston on valve actuator. The unit then passed system checkout and leakage checks without errors and was returned to service. No parts needed to be replaced. An evaluation of the received device logs confirmed that the afgo (additional fresh gas outlet sub-test failed during system check out due to a leakage at the fresh gas safety valve section.

Event description:
(B)(4).